Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following 2 unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician viewed the cavity via a hysteroscope and confirmed a perforation in the center of the fundus. The procedure was aborted. No treatment was needed for the perforation and the patient was discharged home. On (B)(6) 2011, the physician reported the patient has been seen on follow-up and she is doing "very well". A hysteroscopy, dilatation, and sounding with a metal sound (non hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.